Event description:
It was reported that during a coronary stent procedure, crossing difficulties were encountered. Upon removal, it was noted that the stent was flared. No pt injuries or complications were reported.